Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to the device detecting supra ventricular tachycardia (svt). The wavelet discriminator was on but incorrectly programmed. The device was reprogrammed, however the company representative was unable to collect a quality template even after troubleshooting attempts. The device is still in use. No further patient complications have been reported as a result of this event.